Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. A disconnection had occurred between the transfer set and the patient line which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) stated that the patient line had become disconnected from the transfer set. The hp explained that the patient line was loosely connected because they did not connect it properly. The technical service representative (tsr) advised the hp to end the therapy. The hp started over with new supplies and resumed for therapy. There was no issue reported with the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.